Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore off during insertion. The lens was implanted and removed without patient injury. It was stated that the msi-tm injector, lot number unknown. The aq cartridge, lot number 1196181, was also used during surgery.